Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following a merlin at home transmission, and post-paced t-wave oversensing was noted. Device reprogramming was suggested to resolve the issue and no further intervention was performed at this time. The patient was stable with no adverse consequences.